Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient on 2013 (doi is unknown) via vp-shunt (setting is unknown). The revision surgery was performed on (B)(6) 2017 with 82-3101 (setting is unknown) because the valve¿s pressure setting was not able to be adjusted. The patient is (B)(6), and is under monitoring. The sales rep will schedule an interview the surgeon in short time and will collect more detail.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; biological debris was noted inside the valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve failed an occlusion was noted at the ruby ball. The valve was leak tested, a leak was noted just before the ruby ball, it was not possible to test the valve after the ruby ball due to the occlusion. The valve could not be reflux tested due to the occlusion. The siphon guard could not be tested due to the occlusion. The valve was dried. The siphon guard was removed. The valve could not be pressure tested, due to the occlusion. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a scratch mark were noted in the valve casing, biological debris was found on the spring, and on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records confirmed the valve product code 82-3100, with lot cnhb4h, conformed to the specifications when released to stock on the 14th august 2012. The root cause for the leak in the silicone housing, could be due to a sharp or pointed object coming into contact with the silicone, this however could not be determined, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the crack and scratch mark in the valve casing, is probable due to the valve receiving some form of impact, this however could not be determined. The root cause for the pressure problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.